Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was stated that the customer had not been checking her blood glucose very often, and she had been getting frequent no delivery alarms. The insulin pump trainer stated she performed troubleshooting, and the insulin pump was operating properly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.